Event description:
The customer reports that one patient generated falsely elevated architect stat troponin-I assay results. On (B)(6) 2013, the patient generated a result of 0.051 ng/ml with sample (B)(4). The customer uses a cut-off value of 0.028 ng/ml. On (B)(6) 2013, a second sample ((B)(4)) generated a result of 0.233 ng/ml. Approximately one hour after this last result, the patient underwent a cardiac catheterization, in which no abnormalities were found. Afterwards, a third blood sample ((B)(4)) was taken and tested and generated a negative result of 0.006 ng/ml. These three samples were then tested on a second architect i2000sr analyzer (serial number (B)(4)) with reagent lot 79248un12 and generated results of 0.004, 0.014 and 0.000 ng/ml respectively. Controls have been within specifications on all runs. The customer replaced the r1 and r2 probes along with the trigger and pre-trigger solutions as a part of their troubleshooting procedures. There is no further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). Concomitant medical products: architect stat troponin-I ln: 02k41-28 lot: 79248un12.

Manufacturer narrative:
Accuracy testing was performed on the affected lot of architect stat troponin-I assay with in-house retained reagents. Six replicates of a troponin-I panel were tested on one architect isystems platform. All test values fell within the expected range of 0.22 to 0.42 ng/ml, which demonstrates that this assay lot can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert and the architect operations manual both contain information to address the current customer issue. There is no information to reasonably suggest a malfunction occurred. No additional issues were identified.